Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor siltex round moderate profile 375cc, catalog number 3542660, lot number 5596116, serial number (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation with a saline mentor siltex round moderate profile 375cc on the right breast implant and with a saline mentor siltex round moderate profile 425cc on the left breast implant and experienced deflation on the right and left breast implant. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 600cc on the left breast implant and gel mentor memorygel breast implant 550cc on the right breast implant on (B)(6) 2018. This medwatch is for the left breast implant.

Manufacturer narrative:
On 06/14/18, it was reported to mentor that the product received date was 06/14/18. On 06/18/18, it was reported to mentor that the device history record (DHR) of lot number 5645399 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/19/18, it was reported to mentor that the product was received on 05/22/18. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/26/18, it was reported to mentor that the device evaluation and investigation have been completed. The device was received with no fluid. White material was observed on the shell surface. A rent was observed within an area of siltex cracking on the posterior aspect, measuring approximately 0.1 cm. A second rent (b) was observed on the anterior aspect, measuring approximately 0.5 cm. Microscopic examination of the edges of the rent b gave no indications as to cause. No other anomalies were found. Complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. At this time is not possible to determine the origin of the brown material. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).